Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable pacemaker and a non-boston scientific right ventricular (rv) lead exhibited high impedance measurements which triggered a lead safety switch. Troubleshooting was performed, which did not elicit any impedance changes. The device was reprogrammed. No adverse patient effects were reported. The device remains in service.